Manufacturer narrative:
Engineering analysis: the details provided indicate that the physician could not advance the icast covered stent as the sheath kept coming out of the vessel. He did not verbalize a complaint or blame the device for these circumstances. The details provided also state that the sheath could not be placed in the renal artery because of the angle of the vessel and a previously implanted bare metal stent jutting out into the aorta. Based on the case details the icast covered stent performed properly regarding the ability to deliver the device but was limited in regards to the inability to maintain proper sheath position. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. The delivery system based on the case details performed properly. Clinical evaluation: when a physician has difficulty delivering and positioning a stent it causes the patient discomfort from prolonged time on the procedure table and a delay in treatment of vascular disease. Obstruction can be caused by anatomical process, infectious process or mechanical process including an unopposed stent interfering with the flow of air or blood. It was reported that the physician had difficulty maintaining access to the target vessel. The instructions for use state, "special care should be taken to ensure that the appropriate size device, guide wire, compatible bronchoscope and endotracheal tube are selected prior to introduction. Native lumen dimensions must be accurately measured, not estimated."

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a physician had difficulty maintaining access into the renal artery in order to deliver the stent.